Manufacturer narrative:
According to the customer, "over the course of a couple months" the pregnancy tests are "not working", the lines are not appearing, the lines "appear either just on the very side of the cassette or halfway across" and are resulting with "false negatives". The customer reported after the incidents occur additional tests are performed. The customer reported there have been no injuries or patient impact at this time. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "over the course of a couple months" the pregnancy tests are "not working", the lines are not appearing, the lines "appear either just on the very side of the cassette or halfway across" and are resulting with "false negatives".